Event description:
It was reported that this pacemaker had stored episodes of atrial driven pacemaker mediated tachycardia (pmt). The pmt algorithm successfully terminated these episodes. Additional information received indicates that the patient with this pacemaker experienced a syncope events which was related with the pmt episodes. No additional adverse patient effects were reported. This product remains in service.